Manufacturer narrative:
Date sent: 02/27/2009. Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that post op a lap bilateral inguinal hernia repair procedure, the nurse in the or was cleaning up the surgery room when she discovered a broken trocar on the mayo table. The trocar had been removed from the pt during the procedure. It was observed there was a 1 1/2-2-inch piece that was missing from the cannula of the device. The nurse then notified the surgeon of the finding the piece and, instructed her to send the pt to the hosp, where he was located at the time. The pt was transported via ambulance to the facility and admitted to the ER. The surgeon then proceeded to remove the piece of trocar from the pt. Pt was stable at that time. The pt was admitted to the hosp for observation and was released after one day. Pt is home and well. The surgery center will not release the product.